Event description:
It was reported that during a lap colectomy, after firing the instrument across the vascular pedical, only half the staples formed properly. This lead to some severe bleeding. The surgeon could not deal with the bleeding and had to convert to an open procedure which prolonged the procedure 60 minutes.

Manufacturer narrative:
Information not available, device not returned for analysis.